Manufacturer narrative:
Investigation, including root cause analysis is in progress.

Event description:
The customer reported that at the end of the procedure, the fiber optic was observed to be stuck in the trocar. The case was completed and there was no pt injury.